Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('partial perforation of right fallopian tube with essure coil') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea, pelvic pain and uterine fibroid. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion ("migration of essure coil into the utreus"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal vaginal bleeding"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy.). Essure was removed on (B)(6) 2021. At the time of the report, the fallopian tube perforation, device expulsion, heavy menstrual bleeding and vaginal haemorrhage outcome was unknown. The reporter considered device expulsion, fallopian tube perforation, heavy menstrual bleeding and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: revealed partial perforation of the right fallopian tube with essure coil. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 29-jun-2021: medical record received: reporter information, medical history, removal surgery name and removal date were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('partial perforation of right fallopian tube with essure coil') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), device expulsion ("migration of essure coil into the uterus"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal vaginal bleeding"). At the time of the report, the fallopian tube perforation, device expulsion, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered device expulsion, fallopian tube perforation, menorrhagia and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: revealed partial perforation of the right fallopian tube with essure coil. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('partial perforation of right fallopian tube with essure coil') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), device expulsion ("migration of essure coil into the uterus"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal vaginal bleeding"). At the time of the report, the fallopian tube perforation, device expulsion, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered device expulsion, fallopian tube perforation, menorrhagia and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram on an unknown date: revealed partial perforation of the right fallopian tube with essure coil. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.